Event description:
Complainant alleged that during a routine shift check of the device it did not operate after power up. The complainant indicated that there was no pt involvement in the reported malfunction.